Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found to be in bvvi. The patient was asymptomatic. A device download was performed. The patient was stable following the download and will be followed normally.